Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This product suffered from blood and fluid leakage from the isolation plug when the needle core was withdrawn.